Event description:
This report summarizes 13 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was evaluated in the field was further found that the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report now summarizes 12 malfunction events, instead of 13.